Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a hematoma after implant. Compression therapy was started. The physician decided to not discharge the patient due to the hematoma. The device remains in use. No additional adverse patient effects were reported.